Event description:
Report received of a tubing rupture while in use with an acclaim encore pump. The fluid infusing and the rate of infusion were unknown. It was reported that the extension set on the end of the primary tubing split between the two y-injection ports. There was no reported pump alarm. It was unknown how long the tubing was in use before the split occurred. There was no reported adverse effect to the patient. There was no blood loss or bleedback. The tubing was replaced. The pump was not isolated or identified by serial number. Though requested, there was no additional information available.